Manufacturer narrative:
Pump passed self-test, however, constant pump error 38 noted during rewind due to corroded motor home switch. Unit successfully downloaded to thump. Verified pump alarmed pump error 38 on 03/09/2024 17:01:52.000 in pump downloaded history. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. No moisture damage noted to electronic assemblies during visual inspection. Unit was received with: battery tube threads - cracked, cracked case on battery side, cracked case (battery tube), cracked keypad overlay at select button, stained keypad overlay, pillowing keypad overlay, and serial number label missing. Customer concern of pump error 38 was confirmed during rewind testing. Cosmetic damages were confirmed during visual inspection when serial number label was missing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced critical pump error 38 alarm. Troubleshooting was performed and the customer was able to clear the alarm. Customer was able to complete the rewind process. Error table indicated that pump should be replaced. No harm requiring medical intervention was reported. The customer will discontinue use of the pump and revert to backup plan as per the health care professional instructions and serialized device will be replaced. The insulin pump will be returned for failure analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.